Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator and right ventricular (rv) lead presented to the emergency room (ER) with reports of inappropriate shocks due to noise and oversensing. A code 1005 was observed. It was noted the distal coil of the rv lead was fractured. Technical services (ts) observed a total of 8 shocks in various episodes none of which therapy was exhausted. Additional information was received that ICD and rv lead were both explanted. No additional adverse patient effects were reported.